Event description:
Initial sodium result 129 meq/l. Same sample repeated again recovered 136 meq/l, repeated on another system recovered 137 meq/l. Initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.